Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through medical records evaluation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: "retained broken-off end of threaded pin projects over the scapula, inferior to the coracoid process." A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that postoperative radiographs demonstrated a 9-inch steinmann pin had broken off in the patient glenoid following a shoulder arthroplasty procedure during mini baseplate implantation. The event was not recognized intraoperatively; however, the physician assistant noted during the procedure that the pin appeared bent as the mini baseplate was being inserted. No additional patient treatment related to this event was reported. Attempts have been made, and no further information has been provided.